Event description:
Customer notified cardinal health of an overinfusion of fentanyl. Requested an event log review to determine how the pump was programmed. Report of no pt harm or medical intervention. Investigation ongoing and f/u report will be sent when investigation is complete.

Manufacturer narrative:
Pt info requested, and all available info is included.